Manufacturer narrative:
This manufacturer report is a follow-up to manufacturer report number 2017233-2019-00261, previously submitted to the FDA on (B)(6) 2019.

Manufacturer narrative:
A review of the manufacturing records indicated the lot(s) met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: angiograms dated 2018 were submitted for evaluation. Unable to confirm growth from previous time points. There appears to be contrast outside of the distal end of the device, consistent with a type 1b endoleak. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
Gore received the following information: on (B)(6) 2015, this patient underwent endovascular treatment for a thoracic aneurysm in the descending aorta measuring 84 mm in diameter and was therefore treated with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, follow-up computed tomography imaging showed an aneurysm diameter of 117 mm. On (B)(6) 2018, angiography of the superior mesenteric artery (sma) was performed. A type ib endoleak was detected. On the next day, an endovascular thoracic stent was implanted as a distal extension. On (B)(6) 2018, chimney technique was used during the implant of a viabahn® stent as a parallel graft to the sma when the patient received a thoracic stent as a second additional extension to prevent the aorta from rupturing as the disease extended far distal. On (B)(6) 2018, the patient died due to unknown reasons. The physician reports the device or procedure did not contribute to the death.

Manufacturer narrative:
A review of the manufacturing records indicated the lot(s) met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd.

Manufacturer narrative:
Conformable gore® tag® thoracic endoprosthesis: tge454515/13065337 device remains implanted. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: aortic expansion (e.g., aneurysm) and reoperation. The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. This is a follow up report regarding the FDA cdrh report with manufacturer no. (B)(4), submitted in 2019. The hospital reported the aneurysm growth was due to a type ib endoleak. The aneurysm growth was unexplained in the initial report.

Event description:
Gore received the following information: on ( B)(6) 2015, this patient underwent endovascular treatment for a thoracic aneurysm in the descending aorta measuring 84 mm in diameter and was therefore treated with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, follow-up computed tomography imaging showed an aneurysm diameter of 117 mm. On (B)(6) 2018, angiography of the superior mesenteric artery (sma) was performed. A type ib endoleak was detected and an endovascular thoracic stent was implanted as a distal extension. Likewise, on (B)(6) 2018, chimney technique was used during the implant of a viabahn® stent as a parallel graft to the sma when the patient received a thoracic stent as a second additional extension to prevent the aorta from rupturing as the disease extended far distal.